Manufacturer narrative:
The patient experienced the peritonitis on an unspecified in the beginning of the year 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was recovered. No further detail was provided regarding the status of pd therapy. No additional information is available.